Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture, deformation due to compressive stress and naturally worn as a partial circumferential break was noted approximately 5.0cm from the distal end of the cath-lock and the edges of the partial circumferential break were jagged, with a smooth and rounded surface. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement in the supraclavicular area, the catheter was allegedly damaged. It was further reported that, the patient allegedly experienced pain during saline infusion. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement in the supraclavicular area, the catheter was allegedly damaged. It was further reported that, the patient allegedly experienced pain during saline infusion. The current patient status is unknown.